Event description:
The end user states that the left anti tipper is loose and swinging all of the way around. The end user states that the part is just free spinning. No further information is available.